Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The component passed leakage and functional evaluation; however, upon microscopic inspection, it was noted that its kink resistant tubing (krt) was worn to the filament. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited a hole in the outer tube of its proximal end, along with wear at fold in the middle and proximal end of its body. In addition, a hole in the middle of the component, consistent with sharp instrument damage, was noted. The second cylinder presented two holes in the outer tube of its proximal end, along with wear at fold in the middle, proximal and distal end of its body. None of the cylinder passed the leakage test. Based on the information available and analysis results, the holes that resulted in fluid leak identified in each cylinder could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the reservoir connecting tube. Cylinders and pump were removed and replaced; the existing reservoir remains in the patient and a new one was added to the system. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that there was a crack in the reservoir connecting tube. Cylinders and pump were removed and replaced; the existing reservoir remains in the patient and a new one was added to the system. There were no patient complications reported.